Event description:
It was reported to philips that the system displayed a message that the emergency stop circuit was activated. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted. The philips field service engineer (fse) checked the system onsite and confirmed that system displayed a message that the emergency stop was activated. Upon troubleshooting the fse checked the system onsite and found the emergency stop button of the bedside control module was pressed and did not rebound. To resolve the issue, the fse pulled back the emergency stop button and then test button. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.